Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is a follow-up submission to reflect the evaluation of the returned devices. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the returned devices are damaged. The shafts are bent and have scratches. The trigger's teeth are stripped on one device. Also, the mechanisms of the two devices with the suture/implant constructs are damaged. However, the measurement lengths of the pushrods that deploy implants one and two are within specification. Also, one suture/implant construct was returned damaged. The peek implant's distal tip is broken and bent. Gouges were observed on the surface of the implant. The other two devices without the suture/implant constructs functioned as per surgical technique, and the measurement lengths of the pushrods were within specification. The device met all material specification as received. Implant not deploying properly: the most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. The bent delivery cannula is typically caused by leveraging/prying the device during the implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that during a meniscal repair the surgeon fired the first implant of a speedcinch which appeared to work fine. Surgeon then fired the second implant from that cinch and when he pulled back, both the suture and peek implant pulled out along with the first peek implant which was apparently not fully engaged. Surgeon then attempted using a second speedcinch which was put into the joint. Upon firing the first implant, when the surgeon pulled the device out to move to the second implant it was discovered that there were no sutures. The device was taken to the back table and examined and it was noticed that there was no sutures and no second implant. It appeared as if the device was missing the implants. A third speedcinch was then attempted. The first peek implant fired fine and the second did not fire. The second implant and sutures were removed but the first peek implant remained in the patient. A fourth speedcinch was then attempted and the first implant appeared to fire fine and the second implant did not. When the second was pulled out with the sutures the first peek implant from that speedcinch also pulled out. Apparently the first peek implant was not fully engaged. Surgeon was using the depth stop which was set to 18 for all four speedcinch attempts. After the fourth issue occurred, the surgeon chose to switch to another manufacturer's device to complete the case. The peek implants that pulled out and all sutures were discarded by the facility. The speedcinch devices for all four are being returned for evaluation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled back through the meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair the surgeon fired the first implant of a speedcinch which appeared to work fine. Surgeon then fired the second implant from that cinch and when he pulled back, both the suture and peek implant pulled out along with the first peek implant which was apparently not fully engaged. Surgeon then attempted using a second speedcinch which was put into the joint. Upon firing the first implant, when the surgeon pulled the device out to move to the second implant it was discovered that there were no sutures. The device was taken to the back table and examined and it was noticed that there was no sutures and no second implant. It appeared as if the device was missing the implants. A third speedcinch was then attempted. The first peek implant fired fine and the second did not fire. The second implant and sutures were removed but the first peek implant remained in the patient. A fourth speedcinch was then attempted and the first implant appeared to fire fine and the second implant did not. When the second was pulled out with the sutures the first peek implant from that speedcinch also pulled out. Apparently the first peek implant was not fully engaged. Surgeon was using the depth stop which was set to 18 for all four speedcinch attempts. After the fourth issue occurred, the surgeon chose to switch to another manufacturer's device to complete the case. The peek implants that pulled out and all sutures were discarded by the facility. The speedcinch devices for all four are being returned for evaluation.